Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. Technical services review of the implantable cardioverter defibrillator data indicated the measurement had exceeded 155 ohms since (B)(6) 2025 and was trending between 155 ohms and > 200 ohms. It was also observed that the rv pace impedance was increasing gradually over time; however, it was still within normal expected limits, and the rv amplitude was low. Evaluation in-clinic and consideration of lead replacement were recommended. The rv lead remains in service and no adverse patient effects were reported.